Event description:
Affiliate reports that the doctor tried to changed the pressure from 120mmh20 ot 30mmh20, but the device could not reprogram. Therefore doctor used the neodymium magnet for programming and the pressure changed to 330mmh20. The doctor did not removed the valve from the patient and the patient is being monitored.

Manufacturer narrative:
Since the device is still implanted in the patient and because no lot information has been made available, it is not possible to determine the root cause of failure reported by the customer. If at some point the device does get explanted and sent in for evaluation or if lot information does become available, the complaint will be reopened, investigated and a follow up report will be filed. No further action is required at this point. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.